Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: review of the black box data revealed records from (B)(6) 2015 ¿ (B)(6) 2015 ¿ (B)(6) 2015 ¿ (B)(6) 2015. There were multiple records of power on reset. On investigation, the pump was exercised for 24 hours without loss or interruption of power. No call service alarms occurred during the investigation. Investigation did not duplicate the complaint of ¿no power¿. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump¿s interior compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.